Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was delayed in responding to presses and the pump touchscreen timed off sooner than expected. Customer continued to use current pump for insulin therapy. There was no adverse impact the customer¿s blood glucose.